Manufacturer narrative:
Trackwise # (B)(4) the device was returned to the factory for evaluation on 11/13/2023. An investigation was conducted on 11/14/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The c-ring, heater wire, and clear silicone insulation of the jaws were observed to be intact with no visual defects. The black shaft was observed to be broken, exposing the inner wires of the shaft. A mechanical evaluation was conducted. The blue toggle was manipulated in an attempt to open and close the jaws, however the jaws would not open fully due to the bent state of the shaft. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). While manually holding the shaft straight to optimize the connection between the toggle and jaws, an activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No final testing was conducted due to the state of the shaft. Based on the returned condition of the device and investigation results, the reported failure "electrical issue" was not confirmed, however the analyzed failures "break; shaft" and "mechanical problem" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000339700 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 didn't generate any heat. Noise from power supply suggesting energy was being delivered. Power setting 3. Tried new cord and still didn't work. They moved to an open procedure. Bridged the leg to get the vein. Delay while they opened a new device. No injury or harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.